Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During omaga th surgery, when the surgeon was inserting the compression screw, it was broken. The threaded part could not be extracted and remained to the patient.

Manufacturer narrative:
This investigation shall be performed by the legal manufacturer elos. All information received have been forwarded to (B)(4) for complaint investigations and regulatory reports. This record can be closed.

Event description:
During omaga th surgery, when the surgeon was inserting the compression screw, it was broken. The threaded part could not be extracted and remained to the patient.